Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her daughter that she received high readings on adc freestyle libre sensor compared to a competitor meter. On (B)(6) 2018, customer had unspecified high reading on the sensor and she "woke up with a cry, did not react to external stimuli", experienced seizure and lost consciousness. Ambulance was called and customer was determined to have severe low blood sugar and treated with glucagon. It was also reported that on an unspecified date, sensor readings of 400 mg/dl at 12:00 p.m., 90 mg/dl at 8:50 a.m. And 170 mg/dl at 6:50 p.m. Were received and compared to competitor meter results of 280 mg/dl, 80 mg/dl and 120 mg/dl respectively. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection on the sensor plug assembly. Sensor plug was not properly seated in sensor mount. The issue is not confirmed to a use issue.

Event description:
Customer's mother reported on behalf of her daughter that she received high readings on adc freestyle libre sensor compared to a competitor meter. On (B)(6)2018, customer had unspecified high reading on the sensor and she "woke up with a cry, did not react to external stimuli", experienced seizure and lost consciousness. Ambulance was called and customer was determined to have severe low blood sugar and treated with glucagon. It was also reported that on an unspecified date, sensor readings of 400 mg/dl at 12:00 p.m., 90 mg/dl at 8:50 a.m. And 170 mg/dl at 6:50 p.m. Were received and compared to competitor meter results of 280 mg/dl, 80 mg/dl and 120 mg/dl respectively. There was no report of death or permanent impairment associated with this event.